Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the unit failed during operation and ventilation was no longer provided. No patient harm occurred.

Manufacturer narrative:
The log file and the circuit board of the ventilator control unit were available for examination. Based on the log file, the reported event could be verified. Examination of the circuit board revealed that a short circuit of a capacitor on the circuit board was the cause of the ventilator failure. In case of a complete loss of ventilator function, the safety valve automatically opens to ambient, allowing the patient to breathe spontaneously. The ventilator's auxiliary audible alarm is immediately activated to alert the user of the device failure. This alarm is powered from an independent power source and lasts for a minimum of 2 minutes. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit failed during operation and ventilation was no longer provided. No patient harm occurred.